Manufacturer narrative:
Field service engineer troubleshot system but was unable to reproduce the reported problem of 'no fluoro' during this investigation. Fse decided to replace the atp console board as a preventive measure and checked for proper operation per hut service checklist. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
On (B)(6): staff reports the system fluoro did fail during a pt procedure, but would provide no pt or procedural info with regards to this event. No reported injury.